Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was a blade exposed event when the sureform stapler was used. There were no errors on system log review. This was the 2nd firing of this sureform 60 during the procedure and a black reload with buttress material was used. The stapler paused for compression three times during this fire and finally gave a blade exposed error message. The surgeon reported not noticing anything abnormal with the stapler instrument, reload, or tissue and did not expect any issues. The surgeon reported typically getting some pauses for compression when firing on this tissue but has never experienced a blade exposed error while firing on this tissue. The surgeon unclamped this sureform 60 and installed a new da vinci stapler and reload. The surgeon lined up this stapler with the incomplete previous staple line and fired to complete the line. No further issues were experienced during this procedure. The surgeon reported that there were no patient complications, but she was concerned about a potential future leak due to this event. A leak test was performed after this procedure and the results were negative. The patient was reportedly in good health with no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform reload associated with the reported event and failure analysis found the reload knife to be exposed within the knife track. The cartridge below the blade did not exhibit any physical damage. The staple pushers were not damaged. The cover was removed and the blade was inspected and no damage to the blade was observed. The reload was found to exhibit damage on the distal and proximal ends measuring approximately 0.064" x 0.192" in length with material removed. The cartridge damage was found to be unrelated to the blade exposure.